Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a left c5 unruptured amorphous aneurysm. The aneurysm max diameter was was 10mm and the neck diameter was 11mm. Patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was not administered. It was reported that the pipeline device and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, the distal tip of the pipeline stent failed to open. It was noted that less than 50% of the pipeline was deployed when the failure to open was observed. The pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times. The surgeon attempted deployment using push-pull-release technique but the pipeline still failed to open. The stent was retrieved and deployed again and given time to open but without success. The pipeline was then retrieved from the patient's body and replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
H3 product analysis: drawing(s) referenced: n/a. As found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer¿s report of "failure to open at the distal end" was not confirmed, as the distal end of the braid was opened and frayed. The specific cause of the failure to open could not be determined. Possible reasons for this failure may include vessel tortuosity, braid damage, or deployment of the braid in a vessel bend. However, the customer indicated that the vessel tortuosity was minimal and that the braid was not positioned in a vessel bend, which eliminates these factors as potential causes. In this case, the damaged braid likely contributed to the failure to open. Such damage can result from over-manipulation, improper deployment techniques, applying pressure against resistance while pushing or pulling the delivery wire, or deploying or resheathing the braid against resistance. The cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the event were identified.